Manufacturer narrative:
A lead revision has been scheduled for a future date. This lead remains implanted and in service. Once a resolution has been reached, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing at 7 volts. In addition, there was oversensing on this lead and the morphology appeared to be atrial flutter. It is suspected that this lead had dislodged. No adverse patient effects were reported.